Event description:
It was reported that the device could not be interrogated, and a magnet was placed over the device, with no response. Device failure was apparently observed earlier. The device was upgraded to an ICD. Additional information was received with the returned device reporting no output, telemetry difficulty, and suspected rapid battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary testing revealed a no output and no telemetry condition, confirming the reported field experience. These conditions were found to be the result of lifted output bond wires. Other text : it was reported that the device could not be interrogated, and a magnet was placed over the device, with no response. Device failure was apparently observed earlier. The device was upgraded to an ICD. Additional information was received with the returned device reporting no output, telemetry difficulty, and suspected rapid battery depletion. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure. Wire device was out of specification in a manner that relates to event battery, premature discharge of interrogate, difficult to magnet mode discrepancy output, none.